Event description:
It was reported by the rep that the (2) tct75 were used during a gastric bypass procedure. It was reported that the surgeon attempted to fire the 75mm linear cutters across the bowel. The instrument would not fire. The case was completed with another reload and worked properly. 7/20/1999 further info from rep; rep stated that a total of three devices were used. First device failed to fire on the first firing; second device failed to fire on the second firing; a third device was fired and successfully used to complete the case.